Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial undersensing was noted on stored electrograms. The right atrial (ra) lead remains in use. It was also noted that cardiac compass had invalid data. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.